Manufacturer narrative:
Updated: b4, e1, g1, g3, g6, h2.

Manufacturer narrative:
It was reported that "the syringe connection is coming undone" allowing air into the system. Due to this, it was reported that "high flow o2, narcan, and neosysnephrine" was required and the "patient returned to baseline". It has been determined that the reported event caused or contributed to serious injury. This is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Syringe connection issue.